Manufacturer narrative:
User medwatch number: mw5066230.

Event description:
It was reported via medwatch that the balloon of a resolute integrity device deflated and lodged in the catheter. The physician had to remove the wire, balloon and catheter all at once. No patient injury reported

Manufacturer narrative:
The target lesion was in the proximal rca lesion exhibiting 70% stenosis. No issues were noted during device inspection during prep prior to use. The treated lesion was not pre-dilated. During the procedure the device did not pass through a previously deployed stent. The stent was deployed prior to complication with the stent balloon. The balloon could not be pulled through the guide catheter. It was reported that the balloon was removed intact and attached to the stent platform.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.